Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had to get an implant where they had a root canal and crown due to the aligners causing an abscess and had moved the crown too much. Contraindicated for implant.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.